Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 15/3.0 mm balloon ruptured at 12 atms on the second inflation. The number of atms reached on the initial inflation is unk. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in the mid right coronary artery. The physician used a 6 fr terumo introducer sheath for vascular access and a mach1 guide catheter to cross the lesion. It is noted that resistance was met upon removal of the maverick2 monorail balloon. The ruptured balloon was removed and replaced with a quantum maverick monorail balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'no problem'.